Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited suspected intermittent atrial under sensing. It was also reported, the ra lead was implanted after the use before date. The ra lead remains in use. No patient complications have been reported as a result of this event.